Event description:
The patient was undergoing aaa repair in 2008, with the endovascular stent graft. The physician had placed the main body device and the contralateral gate was open. When the physician went to release the trigger wire, it would not release. An les wire guide was in place and the delivery system was bowing. He then tried various methods to release the tension on the device by advancing the distal positioner forward to take tension off the device and loosening the pin vise, retracting the cannula, and then retightening the pin vise. The physician also tried some ancillary methods with a molding balloon to stabilize the graft, but were not successful in these efforts to release the trigger wire. The physician then proceeded to deploy the ipsilateral limb. During these maneuvers, the trigger wire was pulled on so hard that the knob was pulled off the end. Due to the unsuccessful efforts to release the trigger wire, a decision was made to convert the patient to an open repair. An aortic occluder was placed above the renals and two fogarty clamps on the iliacs. The physician then opened the aneurysm and in the process of removing the endovascular stent graft, the patient lost about 1,000cc of blood. The suprarenal stent still constrained in the top cap, the graft was cut in half between the stent bodies and the device was explanted. A tub graft was placed in the patient and the patient was taken to the ICU. However, the patient subsequently became septic, developed necrotic bowel syndrome, and multi-system organ failure which lead to his death in 2008

Manufacturer narrative:
The development of the zenith device followed quality system processes and successfully completed all verification and validation activities showing the device met the design requirements and that the requirements met all needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the anatomical requirements, warnings, precautions, and the correct deployment procedure. The IFU also recommends using a cook lunderquist extra stiff wire guide (les). Use of this specific wire guide could prevent/reduce the failure mode from occurring and/or reduce the probability of the severity that occurred in this case. A physician reference manual is available to all using physicians, which lists troubleshooting techniques that, if followed, could reduce the occurrence or reduce the likelihood of the worst case severity occurring from this failure mode. The proximal trigger wire contains an etch mark that is specified to be at certain location. Location of this etch mark is verified on each device. The proximal trigger wire is verified to be placed/routed properly on the delivery system and through the appropriate locations on the stent graft on each device. The device was received in a used condition. When the trigger wire was removed, it was found to be in an "s" shape. We have initiated corrective action in an effort to determine the root cause and to prevent this issue from recurring. In addition, we will continue to monitor for similar events.